Manufacturer narrative:
(B)(4). Should additional information be received then an additional report will be submitted. (B)(4). A carefusion field service representative (fsr) performed an initial evaluation on the device at the facility. The fsr duplicated the reported issue and is awaiting replacement components to be delivered in order to complete the repair and evaluation. After the repair is completed, the suspect component will be returned to carefusion's failure analysis lab where a failure investigation will be performed. Once the failure investigation is completed, a supplemental report will be submitted.

Event description:
The customer stated during set up, the ventilator has a 50 pressure per square inch gas leak coming out of the back of the ventilator. The customer reported that the device did pass the manufacturer's leak test on the extended self test procedure but an audible leak was heard so the device was not used. The customer reported that there was no patient involvement.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory (fa) received the suspect gas delivery engine (gde) for investigation. The fa lab could not duplicate the customer's reported issue, no audible/felt gas leaks were found. No failure related to the customer's reported issue was identified so a root cause could not be determined. During testing, the suspect gas delivery engine was found to be out of specification related to current field corrective action. Remediation of the suspect device was completed and no further investigation is expected.